Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2007.according to the complainant, post-procedure, the patient suffered a (B)(6) infection, osteomyelitis, bowel perforation and mesh erosion.all other information is unknown and unavailable.